Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported that the lead had an apparent fracture and out of range impedance. The lead was explanted and replaced. There were no reported patient complications as a result of this event.